Event description:
The customer reported that while running an hiv 1/2 assay, summit sample handler, did not pipette the correct amount of sample and diluent into all wells and no error message was given. Customer also noticed fluid dripping from the tips. A field service engineer was dispatched and could not duplicate the problem. Fse adjusted secondary rack alignment. No death or serious injury was associated with this event.